Event description:
It was reported that during a da vinci-assisted ventral hernia lpom surgical procedure, the surgeon side console (ssc) ergonomic controls were not responding. The intuitive tech support engineer (tse) found no related errors in the system logs. The customer hard power cycled the system, but the issue remained. The tse inquired if the customer tried performing manual movement at the switch panel on the left of the armrest. The customer was not sure. This was the extent of the information available at the time of the call. The issue was escalated to intuitive field service.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the two dual motor drive boards (dmd) to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. Two dual motor drive board (dmd) configurable (cfg) units were returned for failure analysis, and the reported failure of ¿ergo controls not responding¿ was verified but not replicated. Upon visual inspection, no issues were found that would be related to the reported event. The dmd cfg units were installed and tested on the final test system with no issue on startup and no errors or failures were triggered. Failure analysis performed ergo axis functionality test with no issue and no failure to all axes. The units went through 10 power cycles and idled in normal mode for 30 minutes with no issue or error triggered. Failure analysis retested the ergo functionality controls with no issue. As a result of this test, failure analysis concluded that there is no trouble found with the dmd cfg units. The complaint was not confirmed based on failure analysis.

Event description:
Refer to h11 for follow-up information.